Event description:
Nurse practitioner (np) contacted dexcom territory business manager on (B)(6) 2015 to report a patient death that occurred on (B)(6) 2015. The np stated that the patient's husband was unable to wake the patient and called the paramedics. The patient underwent total knee replacement on (B)(6) 2015, and was taking pain pills containing acetaminophen, of which both the np and endocrinologist were aware. As a result of taking the pain pills, the patient was instructed to check her blood sugar every two hours. The nurse confirmed that the patient's blood sugar was not the cause of death, but was unaware if a definitive cause had yet to be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The receiver was returned for evaluation. The device was visually inspected and determined to be in good condition. The device turned on and the "trend screen" was displayed. Global receiver functional testing was performed and no failure was detected. The receiver data log was reviewed and no errors were found. The device was determined to be operating within the required specification. Additionally, the transmitter used in conjunction with the receiver was also returned for evaluation. The transmitter passed exterior visual inspection. Global transmitter functional testing was performed and resulted in no failures. No faults were detected. The device was determined to be operating within the required specification. Diabetes mellitus is a known cause death; however, the nurse practitioner confirmed that the cause of death was not due to the patient's blood sugar. At this time, a definitive cause of death has not been reported.